Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that there was water inside the main unit and arranged to collect the unit back to the workshop for repair. Upon inspection, the fse found water inside the compartment of the battery module, found malfunction of the unit, and the circuit board exec processor failed. So, in order to fix the issue, the fse replaced the exec processor pcba. The unit then passed the service mode test, functional tests and was then returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was found to have water inside the main unit. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d8, d9(return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected filed: e1(site country). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed that there was water inside the main unit and arranged to collect the unit back to the workshop for repair. Upon inspection, the fse found water inside the compartment of the battery module, found malfunction of the unit, and the circuit board exec processor failed. So, in order to fix the issue, the fse replaced the exec processor pcba. The unit then passed the service mode test, functional tests and was then returned to the customer. The nrc received part exec processor board, with the reported complaint that fluid marks were found on the board. The nrc performed a visual inspection of the board and verified that there was white residue on the board in multiple places, which is consistent with saline. CAPA 14-ca0097 has been initiated to address this issue. The white residue poses a risk to the cardiosave test fixture. Due to this damage and the risk it poses, the board cannot be investigated any further by the nrc. Retaining the board in the national repair center per procedure. CAPA 273003 was opened to improve the spillage protection for the cardiosave.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (unique identifier (UDI) #).